Manufacturer narrative:
The customer reported complaint for the autopulse platform damaged front enclosure was confirmed during the visual inspection. The cracked front enclosure was likely attributed to mishandling such as a drop. The front enclosure was replaced to address the physical damage. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, unrelated to the initial customer reported complaint. The root cause for the user advisory (ua) 07 error message was due to defective load cells. The cracked front enclosure and defective load cells were likely attributed to mishandling such as a drop. The autopulse platform failed the load cell characterization check. The load cells were replaced to address the user advisory (ua) 07 error. Upon further testing, unrelated to the reported complaint, observed damaged belt switch cable and the drive train motor brake gap was wide, out of specification as a result of normal wear and tear for the age of the device. The belt switch cable was replaced and the brake gap was adjusted to remedy the fault. The autopulse platform is a reusable device and was manufactured in january 2011 and is more than 9 years old, well beyond the expected service life of 5 years. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was returned for the damaged front enclosure observed during the shift check. As part of routine service, the device was tested and during initial power-up, displayed user advisory (ua) 07(discrepancy between load 1 and load 2 too large) error message on the user control panel. No patient involvement.